Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 434 mg/dl. Customer stated that he was traveled and went through metal detector but not go through scanner. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus using insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer is not insisting on pump replacement. Customer was on auto mode at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer reported insulin exited at the quick release. Customer declined to check their settings. Customer declined to perform the high pressure test. Customer performed displacement test for piece of mind. Customer was advised that the insulin pump was working and if she continues to have any issues to then called back. The insulin pump was not returned for analysis.